Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Caller received assistance from technical support with resetting the pump, and the malfunction code did not recur after reset. Customer was instructed to continue using the pump and advised to call back if any malfunction code recurs, which was acknowledged and understood.